Event description:
It was reported that the patient experienced inflation issues that resulted in patient dissatisfaction as the penis was partially erect with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced inflation issues that resulted in patient dissatisfaction as the penis was partially erect with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was received that during the implant procedure the physician pulled the mesh, the physician observed that he coupling system of the mesh for the trasobturator needle had broken.